Event description:
Patient is a current smoker and has fair oral hygiene. Patient had immediate implantation and load. There was mobility at the time of removal. Patient has had multiple implant failures.